Manufacturer narrative:
H11. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: excess silicone. Event details: customer runs a pharmacy and notices relatively large amounts of silicone in the 50 ml syringe. They also noticed that a seemingly large amount of it is pooled at the tip of the syringe and are therefore worried that it might affect medication preparation. I received three samples from the affected lot which can be picked up in a couple of days from our office in vienna. No patient was harmed. When did the incident occur? Before use.

Manufacturer narrative:
Pr 12395316 follow up for device evaluation: one photo and three physical samples were provided to our quality team for investigation. Through visual inspection, silicone can be observed within the syringe, lubricant is employed during the syringe assembly process to help facilitate movement of the plunger and stopper. The silicone employed in this product is a medical grade silicone authorized for product use. Silicone content tests are performed during the manufacturing process of each lot number. We reviewed the test results for lot 2411070, and all values were within the established specifications. The submitted samples were also tested and confirmed to meet these same requirements. A comprehensive device history record (DHR) review was completed for lot 2411070. No deviations or non-conformances were identified during manufacturing that could have contributed to the reported observation. Additionally, our manufacturing process includes multiple visual and functional inspections throughout production. No issues related to this event were found during these inspections. Six retained samples were used for additional evaluation. All product was inspected; no evidence of silicone was observed within the syringes and silicone content testing confirmed the product met required specifications. At this time, we have not identified a specific root cause. However, due to the viscosity of the silicone lubricant, it is possible for some residue to become visible when the stopper is moved from its fully seated position.